Event description:
It was reported that the nurse troubleshooting device that alerted 113 (reduced water temperature control) in an arctic sun device. The nurse stated that it was no longer on the patient because the patient was too cold. Guided through draining 500ml from right side drain port, then testing device in manual control. Device has been sitting unused in the hallway, but the water temperature was 8c when they turned the device on. Water temperature slowly increased to 40c. Advised they could call after hours, and to troubleshoot at the time of therapy.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-07410. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse troubleshooting device that alerted 113 (reduced water temperature control) in an arctic sun device. The nurse stated that it was no longer on the patient because the patient was too cold. Guided through draining 500ml from right side drain port, then testing device in manual control. Device has been sitting unused in the hallway, but the water temperature was 8c when they turned the device on. Water temperature slowly increased to 40c. Advised they could call after hours, and to troubleshoot at the time of therapy.